Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, the delivery device balloon became stuck to the stent following deployment. The lesion being treated was in a non tortuous, non calcified left anterior descending artery (lad). The physician successfully deployed a taxus express2 8.8% 3.0 mm x 28 mm drug eluting stent in the lad and inflated to 10 atms. The physician dialed down the balloon and it deflated properly. The physician then noted the balloon was stuck on the stent. He attempted to remove it by tugging and advancing the balloon. The physician had to deep seat the guide catheter inside the catheter to capture the balloon. The balloon released and was removed intact with the balloon deflated. No pt complications were reported. The pt's condition is reported as good.